Event description:
It was reported that the connection between the pump and reservoir of this inflatable penile prosthesis was broken; therefore, a surgical procedure to remove and replace the device was performed. There were no patient complications reported.

Event description:
It was reported that the connection between the pump and reservoir of this inflatable penile prosthesis was broken; therefore, a surgical procedure to remove and replace the device was performed. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within the component. Microscopic evaluation identified that the kink resistant tubing (krt) was worn to the filament. No leaks were identified in the pump. Both cylinders were microscopically inspected, and leak tested. The first cylinder exhibited a leak due to a hole in its proximal end, consistent with sharp instrument damage, along with wear at fold in the middle of its body. The second cylinder presented wear at fold in its middle, but no leaks were identified. The reservoir was microscopically inspected and tested for leaks. Wear at fold in its shell was noted; however, the component passed leakage testing. Based on the information available and analysis results, the reported clinical observation of a broken connector could not be confirmed.